Manufacturer narrative:
Eval results: conclusion: tapered tip caught on previously implanted bare metal stent.

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that there were 2 bare metal stents previously implanted in one of the iliac arteries which is the same side the bifurcated stent graft delivery system was inserted through. The bifurcated stent graft was deployed until the contralateral gate opened; then the contralateral limb was inserted through the other side and implanted. Deployment of the ipsilateral limb was completed and during removal of the runners and tapered tip of the bifurcated stent graft delivery system, the tip caught on one of the bare metal stents that had collapsed. It is unk what caused the stent to collapse. The physician pulled harder on the delivery system in an attempt to free the tapered tip; however, this was unsuccessful. The delivery system was pushed upwards which was also unsuccessful in releasing the delivery system. The physician cut the delivery system (outside the pt) about 10" from the handle and was able to remove the runners; however, the tapered tip was still caught on the stents. At this point, the guide wire lumen that is attached to the tapered tip was pushed into the body in order to free it and to snare it. The tapered tip was found to have moved all the way up to the descending thoracic aorta. Multiple snares were used in an attempt to capture it, but that was not unsuccessful. Finally, a reliant balloon was advanced to the location of the tapered tip through a sheath that was already in the body. The balloon was inflated just enough to capture the tapered tip, and then both the balloon and tapered tip were dragged down to where the bifurcated stent graft was. A snare was used to capture and remove the tip via the contralateral limb. A fem-fem bypass was required due to the collapsed stent in the iliac artery. No add'l clinical sequelae were reported.